Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The reported issue was identified during initial fitting and was replaced with a working unit. Patient was determined not to be at risk. Returned therapy cable passed weight, safety, and eit. Kmt engineering evaluated the returned monitor and confirmed as functional. The reported condition was not able to be replicated. There is no indication of a product malfunction. Will continue to trend for future occurrences.

Event description:
Kmts field rep called in to report that during fit and train the monitor received a service error code. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.